Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and mildly calcified vessel. A 16-6/5.8/75 xxl esophageal balloon was used for post-dilation. However, during the first inflation at a nominal pressure, the balloon ruptured. The device was completely removed, and the procedure was completed with a non-boston scientific device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood present in balloon which is indicative of a leak. The balloon was attached to an encore inflation device, subjected to positive pressure and di water was observed to be leaking from a balloon pinhole located 40mm distal from the proximal markerband. The rated burst pressure for this device is 8 atmospheres as per xxl specification. A visual and tactile examination identified no kinks or damage to the shaft and tip of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and mildly calcified vessel. A 16-6/5.8/75 xxl esophageal balloon was used for post-dilation. However, during the first inflation at a nominal pressure, the balloon ruptured. The device was completely removed, and the procedure was completed with a non-boston scientific device. No patient complications were reported.